Event description:
It was reported that the end user received a shock from the bed. Additionally, it was reported that it was uncertain whether the chain used to ground the bed was on the floor or flipped up at the time of the incident.

Manufacturer narrative:
The ground chain was not touching the floor.